Event description:
It was reported to boston scientific corporation in 2008, that the straight adapter connector of a button replacement gastrostomy device failed after 2 weeks; the gastrostomy device was placed the month prior. According to the complainant, the gastrostomy device was replaced with a different device (unknown device/manufacturer). There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "good."

Manufacturer narrative:
The complainant was unable to provide the lot number of the suspect device; therefore, the device manufacture date is unknown. Although the complainant has indicated that the suspect device is being returned for evaluation, it has not been received. The device evaluation has not been performed; the cause of the reported malfunction is undetermined.